Event description:
Additional information received reported that the patient had good response with initial programming visit. The patient had dyskinesia and they were working with medication/programming.

Event description:
It was reported that the stage 1 surgery had occurred on (B)(6) 2014. The left lead had moved up 6mm. It was thought that the resident had pulled on the lead. It was verified that the lead cap was still locked, the locking door was opened and 6mm was measured and the lead was pushed back down. Stage 2 was performed on (B)(6) 2014. The patient would not be turned on for 2-3 weeks following the date of this report. There were no other interventions planned. Diagnostic testing had included impedance testing. The product issue was not resolved and the cause was determined. The patient was alive with no injury and no patient symptoms were reported. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted. Reference manufacturer¿s report number: 3004209178-2014-20936 for allegations against the patient¿s right system.

Manufacturer narrative:
Concomitant products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3389s-40, lot# va0nk50, implanted: (B)(6) 2014, product type lead; product ID 3708660, serial# (B)(4), product type extension; product ID 3389s-40, lot# va0nk50, implanted: (B)(6) 2014, product type lead; product ID 3708660, serial# (B)(4), product type extension. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 37603, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3389s-40, lot # va0nk50, implanted: (B)(6) 2014, product type lead; product ID 3708660, serial # (B)(4), product type extension; product ID 3389s-40, lot # va0nk50, implanted: (B)(6) 2014, product type lead; product ID 3708660, serial # (B)(4), product type extension. (B)(4).